Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. An occlusion was present. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the flow was normal. This was the apparent root cause for the problem reported by the customer. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered closed.

Event description:
Distributor rep reported that the valve was explanted after patient developed subdural hematoma.